Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that when the physician grabbed the stone and started to pull, one of the basket wires broke. No pieces of the device were left in the patient, and there were no injuries.